Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 417 mg/dl. Customer blood glucose value was 262 mg/dl. Customer treated with syringes for high blood glucose. Customer stated that the drive support cap was normal. The product will not return for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is june 12, 2018.